Event description:
N/a.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention and prolonged hospitalization were due to case-specific circumstances. A permanent pacemaker was implanted, and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25 mm navitor vision was chosen for implantation, using an unknown flexnav. The patient presented with pre-existing chronic right bundle branch block (rbbb) with a membranous septum length of 8.5 mm. The valve was implanted at a depth of 5 mm on non-coronary cusp (ncc) and 5 mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. However, during the procedure, the patient developed a complete heart block (chb), requiring a permanent pacemaker. The patient required hospitalization of 2 days to monitor rhythm and pacemaker implantation. The patient was reported to be discharged.